Manufacturer narrative:
(B)(4). Full UDI is not available as the lot# was not provided by the customer.

Event description:
It was reported that: "the item itself is changing color. It should be green but some items have turned completely black, while others you can see them changing from green to black. The packaging is falling apart. None of these products have expired yet, but the packaging is ripping open and falling apart". Associated complaints 8040412-2025-00002, 8040412-2025-00003, 8040412-2025-00004 and 8040412-2025-00005.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "the item itself is changing color. It should be green but some items have turned completely black, while others you can see them changing from green to black. The packaging is falling apart. None of these products have expired yet, but the packaging is ripping open and falling apart". Associated complaints 8040412-2025-00002, 8040412-2025-00003, 8040412-2025-00004 and 8040412-2025-00005.